Manufacturer narrative:
Device upn & batch unknown. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as 2134265-2009-06708. Same patient as 2314265-2009-06707, 2134265-2009-06606, 2134265-2009-01133, 2134265-2009-01134, 2134265-2009-01138. It was reported that following a coronary artery stenting procedure, the patient experienced an occlusion. The lesion being treated was located in the distal right coronary artery (dist rca). Two taxus liberte stents were implanted in the distal rca. Coronary angiography revealed the proximal portion of the lesion was 80-90 stenosed and the distal portion was an approximate 80% stenosed. A 2.75x20mm maverick balloon, was used to predilate the vessel. This resulted in a spiral dissection of the mid vessel. The patient was randomized to the non-ivus limb of the taxus long lesion study and a 2.75x38mm taxus liberte stent was advanced across the area of disease and deployed at 12atm. There was a small distal remnant of the original dissection present and this was treated by implantation of a second taxus liberte stent which was 2.75x8mm. Final coronary arteriography showed no residual stenosis. In 2009, the patient presented with a "deep burning sensation in her substernal area" on exertion and increasing shortness of breath. The proximal segment of the right coronary artery (rca) was completely occluded at the previously placed study stent. A guide catheter was successfully inserted followed by a guide wire. The guide wire was not able to cross the total occlusion and backup using a 2.0x20mm maverick2 balloon was used for "backup" to successfully cross the lesion with the guide wire. The maverick2 balloon was inflated to reopen the lesion. A 3.25x15mm cutting balloon was then used to "extensively" treat the occlusion. A small proximal dissection was noted and was treated with a 3.5x12mm taxus liberte stent and a 2.25x12mm taxus atom stent. Post dilation was performed and final angiography showed no residual dissection and no residual stenosis in the distal rca. Eight months later, patient presented with recurrent symptoms of angina and exertional dyspnea. The right coronary artery was accessed, and the entire area of the stented vessel was dilated using a 2.0x15mm maverick balloon. A 2.5x15 mm cutting balloon was used to treat the most distal portions of the rca. A 3.5x15mm cutting balloon was used to treat the entire stented mid and proximal segments of the rca, following that, coronary arteriography revealed a widely patent vessel, timi grade 3 flow.